Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the patient's dka and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.the omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It also advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
It was reported that the patient¿s blood glucose read ¿high¿ (> 500 mg/dl) and that she was taken to the hospital by ambulance. Upon arrival she was admitted with diabetic ketoacidosis (dka) and her bg (blood glucose) was reading at 645 mg/dl. The pod was removed and she noticed the cannula was kinked. Patient was treated with IV therapy. The pod was discarded at the hospital.